Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented to the emergency room with dizziness. It was noted that the nurse was unable to send a merlin on demand transmission from the patient's pacemaker and received the message "device unable to be located". Telemetry of the device was also unsuccessful and it showed no pacing response upon interrogation with a magnet. Therefore, the device was explanted and replaced. The patient was in stable condition.